Event description:
A customer reported an unspecified low reading while scanning the adc freestyle libre sensor. Furthermore, on (B)(6) 2019 the customer stated that they experienced symptoms that were described as being "down very heavily" and was unable to treat themselves. The customer was treated with insulin (dose unknown) and an unknown "infusion" by both hcp and non-hcp for hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified low reading while scanning the adc freestyle libre sensor. Furthermore, on (B)(6) 2019, the customer stated that they experienced symptoms that were described as being "down very heavily" and was unable to treat themselves. The customer was treated with insulin (dose unknown) and an unknown "infusion" by both hcp and non-hcp for hyperglycemia. There was no report of death or permanent injury associated with this event.